Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, an olympus engineer was dispatch to observe the sampling techniques and noted the following deviations: cardboard boxes were brought into the sampling room. The other staff not related to obtaining sample did not were ppe. Someone was entering or leaving the sampling room. Did not understand how to wear gown. No sterilization gloves used when taking out endoscope from aer. Insufficient space to work.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device culture report and determined that the roseomonas species to be a high concern organism.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms investigation, the scope was re-cultured and tested positive for bacillus-simplex.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the close case report. The OEM reported that the summary of the investigation findings are as follows: the detected organisms are environmental. Deviations and inadequate conditions were observed during the sampling procedure review. Deviations were observed during the reprocessing procedure review. The exact cause of the reported event could not be conclusively determined, but this phenomenon possibly occurred due to the following: probably contamination from water or skin during the sampling procedure due to the low number of colonies and unique species (microbiological analysis). Environmental contamination could have originated from the staff due to improper sampling procedure or environmental conditions (sampling procedure review). While inadequate reprocessing is probably not the primary cause, it cannot be completely ruled out due to the deviations reported (reprocessing procedure review).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the your facility to observe the facility's reprocessing technicians practices and provide training if necessary. To date the visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for lysobacter species after reprocessing. The facility utilizes a medivators dsd edge, aer with rapicide pa to reprocess the scope. There were no associated patient infections reported. In addition, the user facility reported that the site also uses dura-zyme xl detergent from tech star medical for cleaning and disinfection. The endoscope channel being brushed during manual cleaning with a single use olympus brush model maj 1888 . The endoscope is wiped and suctioned with d zyme sponge at the bedside. The minimum effective concentration is being checked with every endoscope reprocessing, with the appropriate test strips and the results are recorded. An olympus mu1 leak tester is used for testing. The scope is stored in a in a tech star drying/ storing cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). As part of our investigation, on october 24, 2018, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing technicians¿ practices and provide training if necessary. The ess reported that during the in-service/observation there were no deviations found with the technician¿s reprocessing practices. However, there were deviations noted with pre-cleaning of the scope by the new nursing personnel. The nursing staff did not raise and lower the forceps elevator three times by turning the elevator control lever. The air/water channel-cleaning adapter was not used for flushing. Disposable water containers were used instead. The scope was transported to the reprocessing area in clear-ziplock style bag with the valves still attached to the scope. The customer does not use the maj-1555 biopsy valve. The ess recommended a follow up visit for additional training.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to olympus for a device evaluation. A visual inspection was performed on the returned device and found a slight greenish stains inside the biopsy channel wall at the distal end side when inspected with olympus boroscope and telescope test. There were no signs of foreign material/substance/stains inside the suction channel, suction port, air/water port, nozzle bending section cover, bending section cover glue, elevator forcep raiser, insertion tube and objective and light guide lens/glue. The scope passed leak testing.